Event description:
Reference MFR report: 1627487-2012-12614. It was reported the patient experienced unintended stimulation at the ipg site and no stimulation in the established pain pattern. X-rays revealed leads were fully inserted in the ipg and no lead migration or anomalies were observed. Reportedly the physician scheduled surgical intervention to address the issues.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.